Event description:
It was reported that the device had motor stall error code. Customer has requested investigation of this device. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module¿s motor stall error was confirmed and replicated during testing. The suspect pump module sn (B)(6) was attached to a known good laboratory pcu. The devices were power on to program an infusion at a rate of 100ml/hr and vtbi of 150 ml. When the door was opened to load the infusion set, a channel error appeared on the pcu screen. The suspect pump module was disassembled for an internal inspection. Between the motor encoder and the ail sensor assembly an unknown spring was found. After performing the internal inspection and removing the spring that was between the ail and the motor encoder, the pump module was checked, reassembled and was programmed an infusion. The infusion was completed as programmed with no errors or interruptions observed during the infusions. The review of the pump module error log identified 18 events of error code 242.4030.0 (motor stall failure). The errors occurred from (B)(6) 2024 with last one occurring on (B)(6) 2025 at 1:35 pm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error code 242.4030 on the pump module was attributed to an improperly positioned unknown spring between the ail and the motor encoder. Note that this report lists imdrf annex a0721, a0206, a040502, a1801, g04067, g0301201, g02005, g0405203, g04088, c02, c07, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had motor stall error code. Customer has requested investigation of this device. There was no patient involvement.